Event description:
The stryker blueprint team has received an inquiry for upcoming revision surgery, however, the reason for the revision is still unknown

Manufacturer narrative:
The reason for revision surgery is still unknown. More information has been requested and when becomes available will be reported in a supplemental report.